Event description:
Additional information received from the account: all device components were removed from the patient's cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Lap salpingectomy, just after the pediport was inserted and as the trocar was being removed the pediport fell apart. Another port was used and the case proceeded normally. Additional information 1. What part of the device broke? 2. Did any device component fall into the patient's cavity? If so, how was it removed? I was told that the device " fell apart " and yes it there were components in the patient. They were removed laparoscopic.